Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the distal left anterior descending (lad) artery. A 32x2.50mm synergy¿ drug eluting stent was placed at the lesion and the markers were clearly visible. The balloon was inflated to 12 atms; however, the user was unable to see the stent. The stent was found on the preparation table and is believed to have fallen off during preparation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Solidified crystals are evident within the balloon chamber, signifying that the device was prepped for use and may have been partly or totally inflated. Crimp markings were evident on the entire length of the balloon despite have been previously inflated. The crimp markings evident indicate that overall crimp contact was achieved between the coated stent and balloon. A visual and tactile examination found a kink on the hypotube 460mm distal from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the distal left anterior descending (lad) artery. A 32x2.50mm synergy¿ drug eluting stent was placed at the lesion and the markers were clearly visible. The balloon was inflated to 12 atms; however, the user was unable to see the stent. The stent was found on the preparation table and is believed to have fallen off during preparation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.